Event description:
It was reported that during a implant procedure, the patient was experiencing atrial fibrillation (af). After the procedure was completed, the patient was back in sinus rhythm, but loss of capture (loc) was observed on the right atrial (ra) lead. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.